Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicated fdp (B)(4) no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the circumstances that led the patient's poor communication issues, stimulation too high, and the stimulation being in their stomach was per patient their stimulation isn't too high. It's that the a lot of the patient's stimulation is in their abdomen. The patient is reporting their activity levels have not changed and they have had no falls. The patient has done nothing yet as of (B)(6) 2017. The patient's doctor is waiting for a response from someone to set up an appointment for the patient to meet with a manufacturing representative (rep). The patient's issues have not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had poor communication on their patient programmer- they noted that they have poor communication both with and without the antenna. The patient was told to secure their antenna and sync with their implantable neurostimulator (ins). This resolved the communication issue. They said that they can pull their settings up intermittently but sometimes they would get poor communication and when they turned it up high it was really bad because if they got poor communication they weren't able to turn it down again. They keep their stimulation on low because when they get poor communication they aren't able to turn their stimulation down at night; if they're laying on their back they feel it too high and can't sleep. They tried troubleshooting but it did not resolve the issue. They also reported that they feel stimulation in their stomach instead of their legs where they should feel it. Once the poor communication issue became resolved the patient was told they could call back so they could check if there was a group on their programmer that was available for stimulation in their legs. The patient said that they had no falls or trauma prior to the stimulation in the wrong location issue.